Event description:
In this event a dentist reported that she had a pt that she placed veneers on her teeth and the pt now complains of the tissue being very irritated. The dentist explained that she had originally done veneers in (B)(6) 2013 and the pt came back to her in (B)(6) 2014 asking her to redo them in a lighter shade. The dentist replaced them on (B)(6) 2014, and everything went fine, the pt was really pleased this time with the outcome. In (B)(6) 2014, the pt contacted the dentist and said the gum tissue around the veneers was very irritated and asked if it could be from something she used. The dentist used the same materials as before except for the cement, she used calibra. The dentist referred the pt to a periodontist. The periodontist contacted the dentist and said that he found nothing. The dentist then saw the pt and took a fine abrasive strip around the margins and took an x-ray and there were no signs of any residual cement. The dentist stated that she prescribed the pt to using a dry mouth gel because she feels she is a mouth breather.

Manufacturer narrative:
Therefore, because this event necessitated medical intervention, it is reportable per 21 cfr part 803. The device was not available for eval. Retained product from the same lot was evaluated and found to be within specification. A DHR review was conducted with no discrepancies noted.